Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, prior to endovascular repair of a thoracic aortic aneurysm, the vascular bypass procedure was performed between the right common carotid artery and the left common carotid artery. On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3420/7858625, tgt3720/7893440). Any endoleak was not revealed, but the patient developed cerebral infarction. On the same day, medications were administered to treat the cerebral infarction. On (B)(6) 2010, the patient was discharged of the hospital with the cerebral infarction still remaining. Follow-up studies were discontinued as the patient was admitted to another hospital. The patient condition including the cerebral infarction was reportedly unknown. It was reported that thrombus or plaque may have been spread during the device manipulation and occluded some cerebral vessels. It could be a possible cause of the cerebral infarction. The patient received a rehabilitation therapy after medications had been given to treat the cerebral infarction.